Manufacturer narrative:
Device investigation is ongoing.

Event description:
Two core workstations in inventory were found to have out-of-sync time/date. An engineer logged into the service account for each workstation to view the time and date displayed on the tablet's clock and they were observed to be out-of-sync by several months. An engineer then re-synced these workstations.